Event description:
Hold mcreference user facility report number: (B)(4).

Manufacturer narrative:
At our weekly database research, we learned about this case concerning a pajunk device. The broken piece of cannula was removed immediately during the surgery. No additional surgery or efforts were necessary. There was no harm for the pt, the pt is doing well. The file is closed. The device was disposed by the physician/nurse.